Event description:
A vaxcell PICC line was placed for therapeutic purposes on an unknown date. Approximately one hour to two weeks later, leaking occured where the catheter meets the suture wing. The PICC line was replaced in 4/05.